Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the pace/defib engine board was replaced to remedy the malfunction. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty capacitor on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the pace/defib engine board was replaced to remedy the malfunction. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty capacitor on the pace/defib engine board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.